Manufacturer narrative:
(B)(4).

Event description:
Dr. (B)(6) performed the procedure after reaching cecum, during withdraw about 30cm into the colon, a small perforation was noticed. The area of perforation had abrasions around it. They sent the patient to x-ray for confirmation of perforation. The tear was closed laparoscopically with no further complications. The patient was released from the hospital 12 hours after the colonoscopy procedure. Perforations are an anticipated risk during colonoscopy, no new safety issue was raised following this event.